Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacture representative and a consumer regarding a patient receiving bupivacaine and fentanyl via an implanted infusion pump. It was reported the patient had a refill yesterday where dilaudid was removed from pump and now then the patient was getting 8503 on ptm. The paperwork indicated bridge bolus was 218 hrs 57 min expiring on 2020-dec-23. It was noted the bolus was meant to be programmed. The patient reported feeling suicidal and going through some withdrawals as they cannot bolus for several days. Patient service offered to connect caller with suicide center and patient accepted but then mentioned the hcp office was calling and disconnected call to speak with hcp office. It was noted the bolus medication was 64.9 mcg fentanyl and 0.390 mg bupivacaine per bolus.